Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that numerous large air bubbles noticed in sheath at end of procedure despite proper preparation and no issues with connections or irrigations. No troubleshooting was performed as procedure was completed successfully with original device. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that numerous large air bubbles noticed in sheath at end of procedure despite proper preparation and no issues with connections or irrigations. No troubleshooting was performed as procedure was completed successfully with original device. No patient complications were reported. The device return availability it unknown.